Manufacturer narrative:
Returned device was received with yellow contamination inside the tube and splits on the corner of necktrap. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was not reviewed the lot number was not reported.

Event description:
Information was received indicating that the eyelet to a smiths medical portex bivona flextend tts tracheostomy tube had torn. Subsequently, an emergency trach tube change out was performed. There were no reported adverse patient effects.